Manufacturer narrative:
Concomitant medical products: 680r30 heart ring, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for a rhythm that was detected by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation but was thought to be an atrial arrhythmia with rapid ventricular response. The device remains in use. The physician made some changes to the patient's medications. No further patient complications have been reported as a result of this event.